Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient's ipg site had opened up following a fall. Fluid was observed from the site and the patient called the physician two days later to report the event. The patient was admitted to the ER and the site was drained. The hospital confirmed infection present at both ipg and lead insertion sites. The patient was given IV and oral antibiotics. The report also indicated that the patient is stable and recovering.